Event description:
Patient reported "no complaint against the device". Later healthcare professional reported "right breast was smaller than left" and "partially deflated". This record is for right side. Device was explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported "no complaint against the device". Later healthcare professional reported "right breast was smaller than left" and "partially deflated". This record is for right side. Device was explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - deflation: observed an opening assessed as unidentified (tear) opening as per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.